Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 280 (mg/dl). The customer did not have alternate insulin therapy available at the time of the reported event. It was indicated that the customer would contact their health care provider for alternate insulin therapy.